Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. A revision was performed to reposition the lead. During the procedure, it was noted that the right ventricular (rv) lead had insulation damage. The rv lead was tested and the pacing impedance measurements were 430 ohms and the r-waves were 11 m volts. When the pacing threshold measurements were tested, it was also noted that the rv lead was not delivering pacing. The rv lead was explanted and successfully replaced. The ra lead was repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As the ra lead remains implanted and in service, no analysis will be completed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.